Event description:
A review of service data detached a reportable event. During servicing battery pack sn (B)(4) was found to have a broken wire. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack sn (B)(4) has been completed. Upon eval, it was discovered that there was a broken white wire on the battery pca board where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the broken wire. The last pt to use this battery pack did not report any problems.